Manufacturer narrative:
The device was returned for evaluation.  The valve was returned partially crimped and after used in the procedure.  Review of the procedural imagery revealed crimped valve experiencing valve diving and bent strut.  Additionally, the 3mensio imagery shows calcification and tortuosity of the patient¿s vasculature.  The returned devices were visually inspected for any abnormalities and the following observations were made: the valve strut bent back on inflow side, pvl skirt was cut to reveal strut bent 90 degrees, and multiple struts on outflow side appear to be bent.  No functional or dimensional testing was able to be performed due to device returned condition (frame bent/distorted). The complaint was confirmed through visual inspection. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints relating to frame ¿ damaged-during use.  A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints for frame ¿ damaged-during use (sapien 3 all sizes) which were confirmed. However, no manufacturing non conformances were identified.  A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category, valve damaged. A review of the instruction for use (IFU) and training manual revealed no deficiencies.  As reported, ¿the first valve was removed after one stent strut bent potentially due to calcium¿. Based on medical opinion, ¿the delivery system "buckled" due to anatomy (likely calcium) causing the strut to bend¿. The 3mensio imagery included shows calcification and tortuosity throughout the patient¿s vasculature. The presence of calcification may have prevented the delivery system from further advancement. Additionally, vessel tortuosity would have further increased the chances of the valve strut getting caught at the calcification. As a result, the subsequent push force applied to advance the delivery system may have damaged/bent the valve. The tilted valve, along with the bent strut seen, further supports the scenario above. Available information suggest patient (calcification/tortuosity) and/or procedural (device manipulation-additional push force) factors contributed to the complaint event. The complaint for frame ¿ damaged-during use is confirmed based on the provided imagery and visual inspection of the returned device, but no manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. In this case, based on the provided imagery, the complaint for frame ¿ damaged-during use was confirmed. However, no manufacturing non-conformances were identified. Available information suggest patient (calcification/tortuosity) and/or procedural (device manipulation - additional push force) factors contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the control limit for the applicable trend category, neither a pra nor corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Uid number: (B)(4). Investigation is ongoing.

Event description:
As reported, during tavr of 23mm s3 valve in the aortic position via transfemoral approach, the first valve was removed after one stent strut bent potentially due to calcium. Upon valve removal, the iliac vessel was damaged and a tamponade was achieved with a 16fr esheath to complete the procedure. The vessel was surgically repaired. Per report, there was no damage to the esheath, after the strut was bent the valve was unable to go through the sheath, and the sheath and delivery system were removed simultaneously.  The loader was fully inserted into the esheath prior to advancement.  The bending of the strut was not caused by the sheath; the delivery system "buckled" due to anatomy (calcium) causing the strut to bend.